Manufacturer narrative:
A general reagent problem was excluded because the qc prior to the event was within ranges. The investigation determined the issue was consistent with pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. The investigation did not identify a product problem.

Event description:
There was an allegation of questionable elecsys hcg+b results from the cobas e 801 analytical unit. The initial result was 1667 miu/ml. The doctor expressed doubts about the reliability of the result. On (B)(6) 2024, the laboratory repeated the sample and the result was 4180 miu/ml. The doctor believes the repeat result better reflects the clinical situation.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The qc results were within specifications. On (B)(6) 2024, the patient sample was repeated for precision testing and the results were 4257, 4189, 4180, 4175, and 4277 miu/ml. The investigation is ongoing.